Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
Nine clinical experience report forms were received as a result of academic research grant (B)(4) indicating an explant of a pulmonary valve & conduit allograft. All were in pediatric patients ranging from 0.1 to 14 years old. The average time to explant was 3.4 years with intervals ranging form .06 to 7.9 years. Three valves were used in ross procedures and the remaining six were used in rvot repair or other reconstructive procedures. All nine cases shared common failure modes including valve/conduit stenosis, valve insufficiency, cusp degeneration, and calcification. All of these features are characteristic of structural valve deterioration. None of the explanted allografts were returned for evaluation so no direct observations can be made. A review of processing records for each allograft was performed. The review indicated that all of the allografts were processed according to all processing specifications at the time of processing. Structural valve deterioration is a known potential complication of cardiac allograft transplantation. Published data shows freedom from svd ranges from 76-93% at 10 years for the ross procedure and 43-72% at 10 years in an rvot reconstruction procedure. The reported events do represent earlier than expected graft failure due to svd. However, such events have been reported in the literature. These events most likely represent early, but no unexpected, structural valve deterioration.

Event description:
As part of academic research grant for 01 entitled "function and durability of aortic and pulmonary valve homografts," a cryolife heart valve allograft clinical experience report form was received and indicated that the allograft was explanted approximately two years after implant due to structural deterioration, regurgitation, and complete deterioration of the valve leaflets (not identifiable). The reporter indicated the event was related to the allograft.